Manufacturer narrative:
Crosstex recently received a complaint stating that indicator dots from lot 1706025 were inconsistent in appearance post sterilization. Suspect product was returned to crosstex for further testing during the investigation into the reported failure mode. A batch record review for the past two years shows no non-conformances on file or additional anomalies of note. All processed retains demonstrated color changes that were within specification. Additionally, a 1 year complaint history review was performed and no confirmed complaints are on file for this failure mode. Returned product was subjected to a standard steam sterilization cycle at 270 degrees for four (4) minutes. A total of thirty (30) orange locks with us906 dots were used in an attempt to replicate the results reported for this failure mode. Upon review, it has been determined that all dots tested for lot 1706025 have transitioned as intended. Since the results could not be replicated, the complaint cannot be confirmed. Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that the indicator locks coloring is inconsistent post sterilization. No patient injury. No delay in surgery. No additional intervention needed.